Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed for an investigation. An investigation was performed based on all available information. Based on all available evidence, the investigation determined that there was no fault found with the device. The device operated as per specifications. The reported charging issue was due to a depleted battery. Resmed's risk analysis for the use of this device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.